Manufacturer narrative:
Result: foot-end lift assembly was jammed internally.

Event description:
It was reported by service report that the foot-end was stuck half way up, and would not go up or down. No patient involvement or adverse consequences were reported.